Event description:
It was reported that the patient presented to the hospital for a lead explant procedure. Device interrogation prior to the procedure indicated that the left ventricular (lv) was programmed off; fluoroscopy was performed and confirmed that the lv lead had pulled back. The lv lead was explanted and replaced. The patient was in stable condition.